Manufacturer narrative:
The explanted materials were discarded by the medical facility and will not be returned for eval.

Event description:
A report was rec'd that a pt's precision system was explanted, due to an infection at the ipg pocket site. Culture results and the type of antibiotics prescribed to the pt will not be released by the physician's office.